Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after receiving a patient notifier alert. The left ventricular lead exhibited a loss of capture and high impedance. No medical intervention was performed. The patient was stable post event.